Event description:
The surgeon implanted a silicone lens but it was damaged upon insertion. The surgeon enlarged the incision to remove the lens. The surgeon further commented that wound enlargement is not a serious injury was not willing to provide more info about the event.